Manufacturer narrative:
Imaging provided showed the screw to have backed out past the blocking mechanism at the inferior level of a 3 level plate located at c3-c6. Additional information provided stated that the surgeon remembered hitting the blocking mechanism with a burr when creating the pilot holes. However, an exact cause of the reported issue cannot be determined.

Event description:
It was reported that a revision was completed for a resonate screw backing out of a plate post operatively.